Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability was updated. D10: (B)(4), 3i t3® non-platform switched tapered implant 5 x 10mm- lot# 2020010366. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: component code was added: 4755. H6: type of investigation codes were added: 4111 and 4114. H6: investigation findings code was added: 3221. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. The products were not returned. Therefore, the reported event could not be verified. Based on the evaluation, device malfunction could not be verified. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specification and conforming when it left zimmer biomet. DHR review could not be performed for the unknown healing abutment. Complaint history review could not be performed for the unknown healing abutment. Functional testing could not be performed due to the nature of the devices and event. Therefore, the reported event could not be recreated. The complaint is related to the functional performance of the devices. Based on the investigation, risk review and IFU, the probable cause for the reported event is clinician failure to follow recommended protocol for implant placement and final seating or excessive torque applied during placement. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. H3 other text : device was expected but was not returned.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the abutment broke into 2 pieces during placement at tooth location #31, so the doctor had to remove both the implant and abutment. Doctor was not able to remove the screw, so the screw is still in the implant. The implant was not replaced in the same procedure. The site was grafted and they will replace the implant in 14 weeks.